Event description:
Per the clinic, the patient experienced extrusion of the implant and subsequently underwent revision surgery to repair skin flap and suture site (date not reported). However the issue could not be resolved and the device had extruded again, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device.